Event description:
It was reported that the external pulse generator had an intermittent ventricular connection. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, one connector of the heart lead flex was opened. It was also noted that the upper case and side bail covers were broken, the lower case and battery release were contaminated, the side ring was bent, the display had an extra line in the lower display and one case screw was missing.